Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacture representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient's doctor used the (B)(6) handset to program the patient on the 3rd of (B)(6) and the programming shot up to 8.5v during the session and that later while programming the patient, she selected the program it would not allow her to turn it up caller also reported impedance issues. No symptoms were reported. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep): the rep stated that there wasn't any impedance iss ue to her knowledge and had no further details. No further complications were noted or anticipated.